Event description:
Country of complaint: (B)(6). Complaint reports: breaking thread from the needle during the movement of the seam while sewing utensils.

Manufacturer narrative:
Samples received: (B)(4) unopened box (36 pouches). Analysis and results: there are no previous complaints of this code batch. There are units in OEM stock. OEM received (B)(4) closed samples. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, we take note of this incidence in order to assess if new or additional actions are needed.